Event description:
The surgeon reported that device was removed due to strangulating stomach and resultant bleeding. Follow-up findings: per telephone conversation with the surgeon, in 2/2002, the case of the event was placement of device and not product related.